Event description:
It was reported during a knee cruciate ligament reconstruction, following standard procedure, when tried to do the tibial fixaiton, the screw cracked. No patient injury was reported.

Manufacturer narrative:
The procedure indicated was a ¿cruciate ligament reconstruction¿. The complaint said: ¿following standard procedure, when tried to do the tibial fixation, the screw cracked¿. Dimensional inspection confirms that this is an 8x30mm product. There is no evidence of cracks by eye or magnification. It does not show signs of stripping or over-torque. The phillips head is in very good condition. The distal tip is entire; there are no chips or damaged threads. The product is whole and intact. The device has no sign of use. Procedural questions such as type and size of tap, size of tunnel drilled, procedure conducted and patient bone condition were unanswered. Type and size of tap, size of tunnel drilled, bone condition or graft were unconfirmed. Based upon the physical condition and characteristics found at product inspection no failure was found. Complaint could not be supported. No root cause related to the manufacturing of this device can be confirmed.